Event description:
Subsequent to the previously filed medwatch, additional information was received as follows: resistance was felt during advancement of the whisper guide wire to the lesion. Attempts to snare the separated tip were unsuccessful.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for investigation and the reported guide wire separation was confirmed. However, the reported physical resistance, difficulty removing the guide wire and guide wire prolapse could not be replicated as the device was not returned in a condition in which the test could be performed. Based on visual and dimensional analysis, as well as scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a chronic total occluded left circumflex, which was partially successful with the deployment of a 3.0x22 mm non-abbott drug eluting stent; however, during the procedure, using a whisper guide wire, it was observed on angiography that the tip of the guide wire had formed a large loop at the tip of the guiding catheter, which was entering into the ascending aorta. An attempt was made to correct the looped tip by pulling the guide wire back; however, the tip of the guide wire was trapped in a severe lesion, which resulted in the tip of the guide wire shearing off, leaving the tip in the lesion, where it remains. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: 3.0x22 mm resolute, vessel closure: angioseal. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.